Event description:
The technician alleged that the emergency trendelenburg is not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the trendelenburg valve to resolve the issue.